Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to the main capacitor having an internal strap that had broken open. This caused the capacitor not to be capable of charging energy for delivery.a replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4) a third-party service agent evaluated the device and verified the reported issue. The device was returned to physio-control for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer had sent their device to a third-party service agent for evaluation. During device evaluation, the third-party service agent observed that the device showed the service wrench icon in the readiness display and had logged multiple event codes into its memory. The device would not deliver defibrillation energy. There was no patient use associated with the reported event.